Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had stimulation in an undesired location. The patient described it feeling like a weird vibration. The patient stated that it happens intermittently. The patient stated that it happened in different postures as well as at different times. The patient the stimulation is from the waist to the upper chest, and it came on suddenly. The patient also reported hearing something like morse code in their ears. The patient stated that it didn't happen often, however, it is occurring more often and is independent from the other event. It is in the right ear. It was suggested that the patient track occurrences to check with the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.